Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: one empty opened foil and one used needle-suture of product were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted but, one side of the fixation tab was broken. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and barbed suture was use. It was found that the fixation tab of the suture had been broken before use. Further details are not provided. There were no adverse consequences to the patient. Upon receipt of the sample for analysis, the fixation tab was broken and the suture displayed signs of use.